Manufacturer narrative:
Results: the pet lock had a small deformation but was intact on the proximal end of the pusher assembly. The embolization coil had offset coil winds and was intact with the pusher assembly. A kink was present approximately 10.0 cm from the hub. The tip of the introducer sheath and embolization coil were undamaged conclusions: evaluation of the returned smart coil revealed an embolization coil with offset coil winds. If the introducer sheath is not properly aligned with the hub of a parent device prior to advancement, the embolization coil may take shape inside the hub and damage such as offset coil winds may occur. If this occurs, resistance may be experienced. The presence of offset coil winds may contribute to the inability to advance the device. Further evaluation revealed the tip of the introducer sheath and embolization coil were undamaged. In addition, a kink was present on the device. If the device is forcefully advanced while experiencing resistance, damage such as a kink may occur on the pusher assembly. The non-penumbra microcatheter was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed a smart coil using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance another smart coil through the hub of the microcatheter, despite multiple attempts. The physician therefore removed the smart coil and microcatheter, and then flushed the devices. After flushing, the physician still was unable to advance the smart coil through the hub of the microcatheter. It was reported that the tip of the smart coil was collapsed. The procedure was therefore completed using a new microcatheter, new smart coils, and additional coils. There was no report of an adverse effect to the patient.